Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was difficulty placing the lead into the header of the device. While screwing down the lead there was difficulty getting the wrench into the socket and getting a good connection when tightening the screw. Two more attempts were made to secure the pin; however, a good connection was not made. It was also reported an attempt at pacing was made and it was determined the ventricular lead did not capture. When the lead was tested with an analyzer the parameters were within normal limits and were stable. The patient was implanted with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.